Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted 13.7mm vicmo13.7; -7.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. It was indicated that the lens had broke during injection into the eye with no damage to the patient. Intraoperatively the lens was removed and replaced with a same length/model lens. The problem was resolved. The cause of the event was reported as unknown.